Event description:
A peritoneal (pd) nurse reported that this patient pd therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient was hospitalized on (B)(6) 2026. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. The patient was initiated on intra-peritoneal (ip) antibiotic therapy (details unknown) for a diagnosis of peritonitis. On (B)(6) 2026, the patient was discharged from the hospital. However, on (B)(6) 2026, the patient was readmitted into the hospital for the same peritonitis characterized by continuing abdominal pain. The patient continued on ip antibiotic therapy while hospitalized (details unknown). Per the nurse, the patient was discharged on (B)(6) 2026 continuing pd therapy with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
A peritoneal (pd) nurse reported that this patient pd therapy was hospitalized with peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient was hospitalized on (B)(6) 2026. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. The patient was initiated on intra-peritoneal (ip) antibiotic therapy (details unknown) for a diagnosis of peritonitis. On (B)(6) 2026, the patient was discharged from the hospital. However, on (B)(6) 2026, the patient was readmitted into the hospital for the same peritonitis characterized by continuing abdominal pain. The patient continued on ip antibiotic therapy while hospitalized (details unknown). Per the nurse, the patient was discharged on (B)(6) 2026 continuing pd therapy with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew staphylococcus aureus which a bacteria that normally resides on human skin. Based on the information obtained, the event of peritonitis attributed to patient breach in aseptic technique, as reported by the pd nurse.